Event description:
A customer reported experiencing three instances where a "barb" has been observed on the knife causing it to blunt. There was no pt harm. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the blunt knife experienced by the customer could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).